Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after completing the purstring the surgeon approximated slowly till the green indicator appeared. He removed the safety lock and fired the hem3348 stapler. The tissue was partially cut and staples were deployed. The surgeon removed the purstring and redid the entire procedure. The surgery was completed using ethicon pph. There was unanticipated tissue loss. There was no blood loss reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one 33mm hemorrhoid stapler 4.8mm staples opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. No knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: excess tissue or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The instructions for use also states: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.